Event description:
A hospital reported that after using an rt235 infant breathing circuit for 1 week, they noticed yellowing/browning in a small section of the inspiratory limb. No pt consequence was reported.

Manufacturer narrative:
A photograph was provided with the complaint; however, we could not determine from that what the yellow/brown stain was. We will inspect the device once it is returned to us. Results: none to-date. Conclusions: no conclusion can be made at this time.